Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune tka and removal of unknown fixation screw to treat posttraumatic degenerative joint disease. The patella was resurfaced and competitor cement x 2 was utilized. The surgeon notes the unknown washer lock screw was used for a previous fixation and had to be cut from the tibial to allow for reaming. The procedure was completed without complications. Patient received right revision due to loosening of the tibial tray. Upon entering the joint, the surgeon identified and debrided synovitis. The tibial tray was loosened and debonded at the cement to implant interface. There was extensive tibial bone loss at the cement to bone interface and in the area of previous unknown screw removal. The patella and femoral components were well fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received depuy revision components utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2018-69839. 1818910-2020-11840 is being retracted as it is a report duplication. 1818910-2018-69839 will be kept for investigation purposes.